Event description:
Elegance clinical study it was reported that in-stent restenosis occurred, requiring medications. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stent as a part of the elegance clinical trial. The target lesion was located in the 100% stenosed right proximal superficial femoral artery (sfa), extending up to the right mid-sfa, with 5.5 mm proximal reference vessel diameter, and 5 mm distal reference vessel diameter, with lesion length of 120 mm. The lesion was classified as transatlantic intersociety consensus (tasc) ii c. Prior to target lesion treatment with the study device, pre-dilation was performed by using 3.0 mm x 200 mm, 4.0 mm x 200 mm, and 5.0 mm x 200 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloons, and a 2.0 mm x 80 mm non-bsc pta balloon. Treatment of the target lesion was then performed by the placement of this 6.0 mm x 120 mm, 130 cm eluvia drug-eluting vascular stent system study device. Following post treatment, dilation was performed by using 6 mm x 120 mm non-bsc pta balloon, and 6 mm x 150 mm non-bsc pta balloon, and the final residual stenosis was noted to be 50%. During the procedure, dissection complication of grade c was noted in the target lesion, which was treated by placement of bailout stent and the complication was resolved. However, it was confirmed that the dissection was not related to the study device or the auxiliary devices. On (B)(6) 2022, the subject was discharged from the hospital on clopidogrel. On (B)(6) 2023, the subject presented with the symptoms related to lower extremity arteriosclerosis occlusion and in-stent occlusion. In response to the event, the subject received medications. The event was considered to be ongoing. It was further reported that on (B)(6) 2023 the subject presented with symptoms related to occlusion in the right superficial femoral artery. The terms referring to lower extremity arteriosclerosis occlusion and in-stent occlusion were no longer noted.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age: 71 years old (at the time of enrollment).

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age: 71 years old (at the time of enrollment).

Event description:
Elegance clinical study. It was reported that in-stent restenosis occurred, requiring medications. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stent as a part of the elegance clinical trial. The target lesion was located in the 100% stenosed right proximal superficial femoral artery (sfa), extending up to the right mid-sfa, with 5.5 mm proximal reference vessel diameter, and 5 mm distal reference vessel diameter, with lesion length of 120 mm. The lesion was classified as transatlantic intersociety consensus (tasc) ii c. Prior to target lesion treatment with the study device, pre-dilation was performed by using 3.0 mm x 200 mm, 4.0 mm x 200 mm, and 5.0 mm x 200 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloons, and a 2.0 mm x 80 mm non-bsc pta balloon. Treatment of the target lesion was then performed by the placement of this 6.0 mm x 120 mm, 130 cm eluvia drug-eluting vascular stent system study device. Following post treatment, dilation was performed by using 6 mm x 120 mm non-bsc pta balloon, and 6 mm x 150 mm non-bsc pta balloon, and the final residual stenosis was noted to be 50%. During the procedure, dissection complication of grade c was noted in the target lesion, which was treated by placement of bailout stent and the complication was resolved. However, it was confirmed that the dissection was not related to the study device or the auxiliary devices. On (B)(6) 2022, the subject was discharged from the hospital on clopidogrel. On (B)(6) 2023, the subject presented with the symptoms related to lower extremity arteriosclerosis occlusion and in-stent occlusion. In response to the event, the subject received medications. The event was considered to be ongoing.